Event description:
The main reason for the potential revision is mainly for comfort and hopefully an increase in tolerability of the device.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient complained of chest pain back in (B)(6) 2024 and the vns was turned off. Recently the patient was seen to have the device turned back on and once the output current was increased, the patient complained of neck pain, neck spasms and choking. All diagnostics were within normal limits. The plan is for the patient to undergo a lead revision, and the patient underwent neck x-rays. The x-ray image was reviewed. The generator and the patient¿s chest area were not within the field of view in the provided image. As a result, the lead pin insertion, generator placement, feedthrough wires, and the integrity of the connector pins could not be assessed. The lead was observed in the patient¿s neck. A strain relief bend and loop were both present and placed per labeling. Three tie downs are present and placed according to labelling. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s pain, spasms and dysphagia could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.